Event description:
It was reported that a 45-year-old female patient presented with persistent pain from the first months postoperatively (initial surgery on (B)(6) 2023). Subsequently, on (B)(6) 2026, a revision surgery was required during which the surgeon replaced the cup and the neck.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history review, medical imaging, complaint history review, surgeon assessment), it appears that the failure was most likely due to an initial intra-prosthetic conflict leading to metallosis and pain. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.